Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the nurse pushed the button to retract the 22 g x 1in.bd insyte¿ autoguard¿ bc shielded IV catheter with blood controlneedle multiple times but it would not retract. There was no report of medical intervention.

Manufacturer narrative:
Results: one used sample was received iag/bc 22ga unit in an opened package from the lot number 7129886. The unit consisted of the needle safety barrel assembly and needle cover. Observed the needle was partially retracted into the safety barrel leaving the needle tip exposed. Observed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Functional test (needle retraction) was performed: the needle was pushed and repositioned to the out position. The button was depressed. The retraction was unsuccessful. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7129886. Conclusions: the defect of needle retraction failure was confirmed with the returned unit. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. Root cause manufacturing. The plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. ¿a quality improvement plan has completed to minimize damage to the grip at the plug load station. The grippers have been changed to gathering grippers that should minimize the chance of chipping to the grips from the machine.¿